Event description:
It was reported that a patient underwent a sling procedure in 2009. Two weeks after the procedure, the patient started to break out in a rash starting on the legs, then to the abdomen, back, arms, and going up the neck. The patient has skin grafting scars on the left thigh and the rash is coming through the scar tissue. The rash was described as red itchy swollen skin, blisters, crusts, scales, skin darkening or leathery and cracked skin. Some of these are infected and the patient is now on an antibiotic. The patient takes medication for itching and has used bottles of lotion. The patient has sensitive skin and metal allergies. The patient saw a dermatologist who performed a skin biopsy. It showed a lichenoid dermatitis which per the patient's dermatologist is a non-specific finding. Following this, the patient was referred to an allergist who did sensitivity testing with a piece of sling mesh. The patient's sensitivity testing was negative for reactivity to the mesh. The patient has referred herself to another hospital.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.